Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 31085268l number, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. During right ventricular outflow tract (rvot) ablation, about two hours after the start of the procedure, increased pericardial effusion was observed with a soundstar eco catheter. Pericardial drainage was performed with a syringe. Since the pericardial effusion was found to be decreased when checked with soundstar eco catheter, the procedure was continued. At the end of the procedure, soundstar eco catheter again confirmed that there was no increased pericardial effusion. The procedure was completed. The patient was followed up in the intensive care unit (ICU). Additional information indicated atrial septal puncture was not performed. Ablation had already been performed before pericardial effusion was confirmed. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting, during mapping:2ml/min, ablation at 30w: 8ml/min ablation at 35w: 15ml/min. The physician assessment of the health hazard is that it was non-serious (moderate/minor). Method of contact force (cf) monitoring included real time graph; dashboard; vector and visitag. Coloring settings for visitag was tag index and additional filters used included force over time (fot). No abnormalities observed prior to or during the use of the product.

Manufacturer narrative:
On 15-sep-2023, additional information was received indicating the issue was discovered during use of biosense webster products. Pericardial drainage was performed. The patient¿s outcome from the adverse event was reported as improved. The event occurred during the ablation phase. No error messages were observed on bwi equipment. E1. Initial reporter information was also received and appropriate fields have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).